Event description:
It was reported that the customer had a motor error alarm on his insulin pump during the rewind sequence. His blood glucose was 321mg/dl at the time of reporting. He was advised to revert to a backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder out of phase. Displacement test was not performed due to motor encoder out of phase. The device had cracked case at display window corners and reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.